Event description:
Boston scientific received information via it's journal article review process, that several leads from the endotak lead family, were reported dislodged. An independent study of 858 patients over the coarse of eight years, reported 4 cases of dislodgement from the lead grouping that included boston scientific's endotak lead family. The author was unavailable for comment. The leads were reported as explanted in the absence of additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.